Event description:
It was reported that the patient presented to the emergency room with inappropriate shocks. During interrogation, noise with no capture was observed. The device and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.